Event description:
Contact reported two cougar cages broke during impaction into the disc space. All fragments of the broken cages were removed. Surgeon used similar cages to complete the case. This resulted in a 90 minute delay. There was no adverse consequence to the patient. Ref medwatch# 1526439-2012-00129.

Manufacturer narrative:
Visual examination found both cages were broken into several pieces. The condition of the cages made analysis impossible. The lot numbers are unknown, therefore. A lot history review could not be performed. No conclusions can be made at this time. The most likely cause of the event is atypical force placed on the cages during insertion. This type of event is not unanticipated and the instructions-for-use (IFU) supplied with the device warns against the use of atypical force.